Event description:
A probe (a foley catheter - like prostatron treatment a probe which uses bladder retension balloon), was noted to not deflate during a routine pre-treatment eval of probe function. The probe was not used during treatment, and is being returned to the MFR for eval. The probe was not involved in a pt treatment procedure.